Event description:
It was reported that during a water vapor therapy, the generator displayed error code 465 (water pressure self test error). The staff was unable to clear the error; therefore, the procedure was not completed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Upon receipt of this generator at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the device was unable to replicate the fault 465 (water pressure self-test error) code. No error codes appeared during functional testing. The generator passed the post (power on self-test). The syringe and delivery device were connected with no issues. The generator primed and flushed as per specifications. The generator received all required updates. The generator was received with minor plastic enclosure damage. Most likely due to normal usage wear. Those parts were replaced. The rest of the generator was in overall good physical condition. Based on the issue that there were no errors, an evaluation conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during a water vapor therapy, the generator displayed error code 465 (water pressure self test error). The staff was unable to clear the error; therefore, the procedure was not completed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.